Event description:
It was reported that a spectrum pump had a failed volume 3 times. The reported event occurred during testing in the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing with a loaded set, the device was found to under-deliver 5.3464%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.